Manufacturer narrative:
Additional devices associated to this event include: pxl161407/(B)(6), UDI: (B)(4), pxl161407/ (B)(6), UDI: (B)(4). H6: code 22: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states; adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore: could you provide me with the implant information on this patient? Index procedure was done by dr (B)(6), roughly 10 years ago. He has what appears to be a type 3 endoleak in the area of the contralateral gate. The leak was small until dr (B)(6) placed a catheter inside the gate section and shot a picture ¿ then the leak was very prominent. By CT scan you can see that the limb/gate looks irregular ¿ dr (B)(6) is suspicious that there is a tear/possible stent fracture. The plan is to bring him back and reline the limb. No surgery date as of yet, but he is hoping to put it on for 6/4 to follow the first evar. Thanks.

Manufacturer narrative:
B4: additional information.

Event description:
On (B)(6) 2024 the patient underwent reintervention, and the contralateral gate was relined with placement of an additional gore®excluder® contralateral leg component. The patient tolerated the procedure and the endoleak was resolved.